Event description:
On april 10, 2026, senseonics was made aware of an incident in which the user reported discrepancies between blood glucose and sensor glucose readings and sought evaluation in the emergency room due to concern for elevated glucose values. At the time of the event, the user reported a blood glucose value of approximately 565 mg/dl and a sensor glucose value of approximately 300 mg/dl. The user was evaluated in the emergency room, where glucose values were found to be consistent with the user's baseline. The user reported feeling fine at the time of follow-up.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.